Event description:
Five days following a hand assisted laparoscopic sigmoid colectomy procedure, leaks were noticed. Surgeon had checked for leaks during procedure, and none were found at that time. The surgeon re-operated and diverted pt to a temporary colostomy.